Event description:
On november 1, 2004, the reporter contacted lifescan on patient's behalf alleging that his surestep enhanced meter was prompting the error 1 message. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the test strips were inserted firmly and completely into the meter, the blood was applied to the pink area of the test strips, and the test strips were not inserted more than two minutes after applying the blood. The csr educated the reporter, once it was discovered that the confirmation dot was not completely blue. The csr walked the patient through a retest and the error 1 message appeared. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.